Manufacturer narrative:
This is one of two complaints concerning the same patient with different adverse events. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a observing a second fluid leak during the previous days treatment. Advised the patient to inform his pd nurse regarding the cycler replacement. The patient stated he would have manual treatment tonight. Follow up with the patient indicates that there was no complications experienced. No medical intervention was provided. A retrieval kit was sent to the patient for the device to be returned to the manufacturing plant for investigation.

Manufacturer narrative:
The alleged event is confirmed. The device was received without original package, during disinfection of the sample the alleged failure was confirmed. The cassette was inspected with the microscope and one pin hole was observed in the cassette film, no damage on the hard plastic was found. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."